Event description:
On 16-apr-2025, a tbm reported that the user had previously experienced dka and hospitalization after a site change that did not deliver insulin effectively. The user stated that blood glucose reached 505 mg/dl when checked at the hospital. The reported event began after a site change on (B)(6) 2025 that was believed not to be working. The user developed vomiting and diarrhea and was hospitalized from (B)(6) 2025 to (B)(6) 2025. Hospital treatment included IV insulin and potassium. The user later resumed ilet therapy and had transitioned to contact detach (cd) sets.

Manufacturer narrative:
Device data for 31-mar-2025 were reviewed. No malfunction alerts or motor errors were identified. However, the logs show a pattern consistent with an interruption in insulin delivery after a supply change. After a prior cartridge and infusion set change on (B)(6) 2025 at 12:22¿12:23 pm, the device later recorded occlusion alerts (alarm 35) at 12:47 am and again at 11:47 am on (B)(6) 2025. The device also entered bg run and then bg-run suspended, indicating dosing interruption due to lack of cgm/bg input while glucose remained elevated. High glucose alerts (alarm 23) were recorded at 1:11 pm and 3:29 pm on (B)(6) 2025. This sequence supports that the user¿s hyperglycemia and subsequent dka were most likely due to a failed infusion set or other fluid-pathway issue resulting in insufficient insulin delivery following a site change, rather than a device malfunction. Repeated occlusion alerts further support impaired insulin flow. Based on the available data, no ilet device malfunction was identified. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.